Event description:
As reported by our edwards lifesciences affiliate in south africa, commander delivery system inflation difficulty occurred during a tavr procedure. A 29mm sapien 3 valve was to be implanted in the aortic position by transfemoral approach utilizing a commander delivery system and a 16fr esheath+. During the procedure, the commander delivery system balloon had to be inflated 3 times as it was not able to empty out the volume and the valve was not fully deployed. On the third attempt, a nominal volume deployment of the valve was achieved. After deployment there were difficulties encountered while removing the delivery system through esheath+. The system was removed as a unit. The liner of the esheath+ appeared delaminated. No patient injury occurred. The patient was discharged post-procedure. As per field opinion, the perceived root cause of the event is the multiple inflations of the balloon resulting in balloon deformation, which then caused the balloon profile to get stuck on the sheath during withdrawal.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected d9, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The difficulty inflating the commander delivery system balloon was unable to be confirmed as no applicable imagery nor device were provided for evaluation. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Per IFU/training manual, it is indicated perform a slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Always maintain control of the plunger of inflation device when releasing it. In this case, during investigation it was learned that the two first inflations were performed by an unexperienced operator and the third and successful inflation attempt was performed by an experienced operator. Therefore, it is likely that the inflation technique may have caused or contributed to the reported difficulties applying the indicated volume to inflate the valve and therefore the reported inflation difficulty. As such, available information suggests that procedural factors (inflation technique) may have caused or contributed to the reported event. However, with the available information, a definite root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.